Event description:
It was reported that during the implant procedure, the lead could not be placed due to the patient's anatomy. It was further reported that there was difficulty removing the lead and it was "pulled" during the removal process causing a "ridge or crimped area" on the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. It was observed that the introducer test failed due to an outer insulation buckle due to implant damage. Blood was present in/on the helix mechanism. It was also noted that the defibrillation conductor was distorted, the outer insulation was kinked/buckled, and the lead had been damaged at implant.